Manufacturer narrative:
This report will be updated when investigation is complete. Trends will be evaluated. This is the same report as 3010536692-2015-01961, -01962.

Event description:
Allegedly, a total hip revision has occurred. (B)(4).